Manufacturer narrative:
(B)(4).. The device was received for evaluation. A visual inspection was performed and a crack in the cap was observed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified; however, the cause could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The event occurred during (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack in the minicap portion of a minicap prep kit. This occurred after torquing the minicap. There was no report of patient injury or medical intervention associated with this event. No additional information is available.